Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had water under the lcd. The customer stated that there was condensation on the screen. The customer's blood glucose was 368 mg/dl at the time of call. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a frozen screen and a watchdog alarm during the boot up due to moisture damage on all electronic assemblies. The pump had moisture damage on the force sensor resistor. The pump had corrosion on the vibrator motor assembly and motor assembly. Unable to perform pump the off no power, unexpected restart, displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery, operating currents or self tests due to the frozen screen. The pump had minor scratches on the lcd window, a cracked case at the display window corner, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.